Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure wherein an MRI capable device was implanted. The patient was doing well postoperatively and the explanted device was discarded.

Manufacturer narrative:
Event date: exact date unknown, event occurred 6 months ago from the date the manufacturer was made aware.